Event description:
It was reported that the patient experienced a change in therapy effect; neuropathy came back about 2 months ago. The pump was refilled and the patient was told that the pump "wasn't working" anymore. No device troubleshooting was performed. The patient was prescribed oral medications that aren't helping. The patient had not had any symptoms of withdrawal other than the return of the painful neuropathy in the joints, elbows, etc; pain all through the body. The pump contained morphine.